Manufacturer narrative:
The facility reported this event to the FDA ((B)(4)). 3m received the report from the FDA. In the facility report, the following information was noted: device usage problem. "The curos cap product information notes that the curos cap is intended for use on swabbable luer access valves prior to line access and to act as a physical barrier to contamination between line accesses. It should not be connected to a three-way stopcock. "The curos passive disinfection device was used on a connector that it was not ment to be used on".

Event description:
Customer reported a patient had a right chest tube connected via a three-way stopcock to low wall suction. A green curos cap had been placed over the three-way stopcock to cover the access port. The physician was concerned about blood clots so medication was ordered to be administered through the chest tube. After the medication was administered, the chest tube was clamped for 1 hour. When unclamped, the chest tube did not appear to be draining despite being hooked to low wall suction. The patient then reportedly started to medically decompensate and required a non-rebreather mask at 100% and multiple medications to manage his rising systolic blood pressure. A physician attempted to flush the patient's chest tube and when he forcefully drew back on the access port leading to the patient's chest-tube stopcock, he noted a very small white ball at the very end of the access port. The physician was able to pull the small white ball out with his fingertips and noted it looked similar to the white portion of the curos cap that is impregnated with alcohol. The original curos cap had been discarded when the medication was administered so it was not available for inspection. Once the port was cleared of the small white ball, the chest tube began draining serosanguinous fluid and the patient recovered.